Manufacturer narrative:
Return requested. Replacement ext scu to r/a psu cable shipped to site 02/03/2016. Medtronic investigation of returned suspect device finds the returned cable was found to be in good condition with no pinch points or crushed cable. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. On 02/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.on 02/16/2016 a medtronic representative, following-up at the site, reported replacing the cable and issue was resolved. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system camera cycled approximately 20 minutes after the navigation system was turned on. After that, connectivity was re-established and did not reoccur. Issue resolved. This occurred prior to a patient being in the operating room (or). There was no patient present when this issue was identified.